Manufacturer narrative:
Device evaluated by MFR: device not made available for evaluation.

Event description:
In a legal filing it was alleged a patient sustained an injury which may have involved a stryker bed. No further information regarding the injury was provided.